Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/19/2015. The fse confirmed that both baths were intermittently overflowing with cleaner during the shutdown cycle, due to the waste pump and valve lv18 not working properly. The waste pump was replaced in addition to the pinch valve lv18 and related tubing in the waste path, resolving the leak. The instrument was verified through multiple shutdowns and start ups and no further issues were observed. (B)(4).

Event description:
The customer reported a fluid leak of approximately 1ml from a coulter act diff 2 analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not identify the source of the leak and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.